Event description:
A healthcare professional reported that during a vitrectomy surgery an ophthalmic cutter was not cutting properly. The procedure was completed on the same day with same vitrectomy handpiece. No patient harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in the section b.2 and h.11. Upon further review of new information received for this record, it was confirmed that there was no issue with the suspect medical device (opthalmic operating system). The previously submitted event under manufacturer report number: 2028159-2025-01021 does not meet the criteria for MDR reporting as per applicable regulations. The reporter has confirmed that the issue was solely related to the probe within the surgical procedure pack. All additional reports related to this issue will be submitted under manufacturer report number: 1644019-2025-02219. No further reports will be submitted under mfg report num: 2028159-2025-01021. The manufacturer internal reference number is: (B)(4).